Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & rupture.

Event description:
Healthcare professional reported left side rupture and "irregular peri implant fluid". The event of cyst has been deemed not device related. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe broken on posterior side assessed as fold flaw opening. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and "irregular peri implant fluid". The event of cyst has been deemed not device related. The device has been explanted and replaced with a non-abbvie device.